Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2008 and a total right hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. Patient's legal counsel alleges that a left hip revision procedure was performed on an unknown date. There has been no reported revision procedure for the right hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative notes indicates the left hip revision was performed on (B)(6) 2013 due to alval, metal wear, pseudotumor and loose acetabular cup. The operative notes further indicate the presence of osteolysis with metal staining. Revision operative notes were received and indicate that a right hip revision was performed on (B)(6) 2013 and was due to pain.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: ¿wear and/or deformation of articulating surfaces.¿

Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2008 and a total right hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. Patient's legal counsel alleges that a left hip revision procedure was performed on an unknown date. There has been no reported revision procedure for the right hip. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 8 mdrs filed for the same patient (reference 1825034-2013-03270 / 03277).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a left hip arthroplasty revision procedure on an unknown date due to allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the revision operative notes indicates that patient underwent a left hip revision procedure approximately five years post-implantation due to alval, metal wear, pseudotumor and loose acetabular cup. The operative notes further indicate the presence of osteolysis with metal staining. During the procedure, the acetabular cup, modular head and taper adaptor were removed and replaced with a poly liner.